Event description:
Procedure: urogynecological. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received,urgency, burning with urination, pressure, nocturia, slight discharge, bacterial vaginosis and yeast, dyspareunia with burning sensation, vaginal dryness, vaginal atrophy, dysuria, frequency ¿ treated with diflucan, and on (B)(6) 2013, patient had a bulge of her mesh and pain with palpation - on examination, there is no mesh exposure, but there is point tenderness over band of mid-urethral sling mesh, right more than left ¿ planned for excision. Underwent partial resection of suburethral sling and cystoscopy. Findings: approximately, 2 cm of sling were resected from the patient¿s right side and 1 cm from the left side. No. As per the available medical record the patient did not present with any serious complications and did not undergo any further additional mesh revision surgeries.